Manufacturer narrative:
During use, it was difficult to peel away the peel away hub on the delivery sheath on angioguard and the filter basket was out of shape as it shriveled up instead of spread out evenly over the ¿umbrella¿ frame. The procedure was completed using a competitor product. The product was packed in a plastic tube (coil dispenser) for protection. On the actual shaft of the product is a green hub which is used to tighten the torque device and to peel away the shaft-sheath once the protection device is positioned in the patient. The user got the impression that the green hub was stuck in the plastic tube and caused difficulty for the product to slide out of the plastic tube. The material of the protection device is delicate and has micro holes in it to allow blood flow whilst stopping clots from going through. The material on this specific product was thicker than usual and shriveled up instead of spread out evenly over the ¿umbrella¿ frame which caused the basket not to go into the sheath. The device was prepped as normal. No additional force was needed during preparation. The packaging was not damaged. There was difficulty removing the angioguard from the packaging. Both these irregularities were picked up and communicated by the user who prepped the product. There was no patient injury. The product was returned for analysis. A non-sterile rx/5mm basket diameter/180cm device inserted into a deployment sheath, a capture sheath, a peeling away and a torque device, were received for analysis inside a plastic bag. Neither original packaging nor coil dispenser was returned for analysis. Per visual analysis, no anomalies observed neither on the received peeling away device nor on the capture sheath. The torque device was observed affixed to the angioguard filter basket and an unzipped condition of the deployment sheath was observed from 26.0 cm to 34.0 cm from the deployment sheath distal end. Per microscopic analysis, the unit was observed under the vision system and no damages were observed neither on the filter basket struts nor on the basket filter membrane. However, an unraveled condition was observed on the floppy distal tip wire of the unit. Functional analysis to test the peel away device was successfully performed on the unit despite the unzipped damaged condition on the angioguard deployment sheath. An 8f guiding catheter with a hemostasis valve attached was used to slide into the gc the peel away device with the angioguard system. Then, the peel away was peeled and neither difficulty nor anomalies were found. A product history record (phr) review of lot 35235696 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿peel away gw introducer (sheath) peeling difficulty¿ and ¿filter basket out of shape¿ were not confirmed since the device could be successfully tested. However, unraveled condition on the floppy distal tip wire as well as an unzipped condition on the unit were found. Nonetheless, neither the cause of the unraveled condition on the floppy distal tip wire nor the cause of the unzipped condition on the angioguard deployment sheath could be conclusively determined during the analysis. Procedural and/ or handling factors might have contributed to the observed damages on the unit. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard® rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was difficult to peel away the peel away hub on the delivery sheath on angioguard and the filter basket was out of shape as it shrivelled up instead of spread out evenly over the ¿umbrella¿ frame. There was no patient injury. The product was packed in a plastic tube (coil dispenser) for protection. On the actual shaft of the product is a green hub which is used to tighten the torque device and to peel away the shaft-sheath once the protection device is positioned in the patient. The user got the impression that the green hub was stuck in the plastic tube and caused difficulty for the product to slide out of the plastic tube. The material of the protection device is delicate and has micro holes in it to allow blood flow whilst stopping clots from going through. The material on this specific product was thicker than usual and shrivelled up instead of spread out evenly over the ¿umbrella¿ frame which caused the basket not to go into the sheath. Both these irregularities were picked up and communicated by the user who prepped the product.

Manufacturer narrative:
During use, it was difficult to peel away the peel away hub on the delivery sheath on angioguard and the filter basket was out of shape as it shriveled up instead of spread out evenly over the ¿umbrella¿ frame. There was no patient injury. The procedure was completed using a competitor products. The product was packed in a plastic tube (coil dispenser) for protection. On the actual shaft of the product is a green hub which is used to tighten the torque device and to peel away the shaft-sheath once the protection device is positioned in the patient. The user got the impression that the green hub was stuck in the plastic tube and caused difficulty for the product to slide out of the plastic tube. The material of the protection device is delicate and has micro holes in it to allow blood flow whilst stopping clots from going through. The material on this specific product was thicker than usual and shriveled up instead of spread out evenly over the ¿umbrella¿ frame which caused the basket not to go into the sheath. The device was prepped as normal. No additional force was needed during preparation. The packaging was not damaged. There was difficulty removing the angioguard from the packaging. Both these irregularities were picked up and communicated by the user who prepped the product. The product was not returned for analysis. A product history record (phr) review of lot 35235696 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿peel away gw introducer (sheath) peeling difficulty¿ and ¿filter basket out of shape¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. According to the precautions in the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard® rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.